Event description:
It was reported that a cgm error 42 occurred. The customer's blood glucose level was not adversely impacted by this event. Corrective actions included technical support providing a complete pump reset, guiding the caller through the process, which successfully resolved the issue as the cgm error code did not appear again, and the sensor session was successfully initiated.